Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use.the blood glucose level of the patient was 537 mg/dl which was treated by correction injection via multiple daily injection. Moreover, the issue occurred with four similar types of infusion sets used for half hour to one hour. No further information available.